Manufacturer narrative:
E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that occlusion alarm recurred on (B)(6) 2024. The customer resolved their issue by changing changed supplies as necessary and resumed insulin therapy. No further information available.